Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred during a patient's hemodialysis (hd) treatment on a fresenius 2008t machine. The biomed stated that the leak occurred internally in the level detector module and that blood was backing up into the venous transducer protector. During follow-up the biomed stated that the machine remains in service without any reoccurrence of the reported issue or requiring any repairs or part replacements. Additional information was requested, however a response was not received. It was not stated in the initial report that the patient experienced a serious injury, adverse event, or required any medical intervention. The patient's estimated blood loss (ebl) was not provided. No parts have been returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: g1 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred during a patient's hemodialysis (hd) treatment on a fresenius 2008t machine. The biomed stated that the leak occurred internally in the level detector module and that blood was backing up into the venous transducer protector. During follow-up the biomed stated that the machine remains in service without any reoccurrence of the reported issue or requiring any repairs or part replacements. Additional information was requested, however a response was not received. It was not stated in the initial report that the patient experienced a serious injury, adverse event, or required any medical intervention. The patient's estimated blood loss (ebl) was not provided. No parts have been returned to the manufacturer for evaluation.